Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was experiencing undesirable stimulation. It was unknown what factors could have led to the issue. It was unknown what diagnostics/troubleshooting was performed related to the issue. The rep reported that the patient was referred to the healthcare provider (hcp) for paddle replacement. The rep reported that the ins and leads were replaced. The issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead, product ID : 977a260, (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient had the revision on (B)(6) 2018. No patient symptoms or complications were reported in this event.